Event description:
The procedure was for the treatment of a lesion with heavy calcification in the right superior renal artery. A predilation of the lesion with the viatrac device was performed. A rupture of the balloon was observed and the distal part of the balloon separated and was lost in the artery. Despite several attempts, the distal part of the balloon could not be retrieved from the pt.